Event description:
It was reported that the foley catheter was naturally removed after the operation and appears to be the bifurcated part.

Manufacturer narrative:
The reported event was unconfirmed. Four photos were received for evaluation. The first photo shows the top view of the three-way catheter. The second photo shows the funnel. The next photo shows the catheter's tip with the deflated balloon and what looks like a leak from the tip. The last photo shows the catheter's cap. Received 1 all silicone foley catheter. Inflated the balloon using an inhouse syringe and 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). The balloon concentricity was found to be 60:40. The catheter rested with no leaks. Flushed the drainage funnel and no leaks were evident either. The inhouse syringe was connected and the balloon passively deflated in 2 minutes and 48 seconds with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required, however it was completed before the sample evaluation was performed. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed after the operation and appears to be the bifurcated part

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.